Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a fluid loss, an excessive wear in the right cylinder was reported. The patient was not able to inflate the device. The ipp was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a fluid loss, an excessive wear in the right cylinder was reported. The patient was not able to inflate the device. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Updated initial reporter email e1.